Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, broken modular neck.

Manufacturer narrative:
This event is a duplicate from incident (B)(4), please void this report.